Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was a leak to the upper needleless connector of the IV tubing upon injection of any medication or fluid using a 3ml syringe.

Manufacturer narrative:
The customer report of a leak to the needleless connector of the IV tubing was not confirmed. Visual inspection showed no anomalies. Functional and pressure testing showed no leaking. The reported 3ml syringe (brand not provided) used during the reported event was not received the root cause of the customer's report was not identified.

Event description:
It was reported that there was a leak to the upper needleless connector of the IV tubing upon injection of any medication/fluid using a 3ml syringe.